Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had difficulty being interrogated by a programmer. Technical services (ts) was contacted and reviewed possible troubleshooting options. This ICD remains in service. No adverse patient effects were reported.